Event description:
It was reported that during implant attempt, the device had a questionable header issue. Inconsistent/high impedance measurements were observed when the lead was connected to the device. The device was not used and was replaced. A lead issue was later identified. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.